Manufacturer narrative:
Device expected to be returned to the MFR but not received as of yet. Pending return and eval supplemental report will be sent.

Event description:
Plasmablade tna device used in tonsillectomy procedure with air mixture of 100% oxygen, arching occurred and subsequently the device tip caught fire.